Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately high to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 9am on the same day they contacted lfs. The patient reported obtaining a blood glucose reading of ¿89mg/dl¿ on the subject meter and ¿49mg/dl¿ on an unknown meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with pills, diet and exercise. The patient reported continuing to take their usual dose of ¿sugar pills¿ in response to the alleged inaccuracy. The patient reported developing a symptom of ¿nausea¿ soon after the alleged inaccuracy began. The patient reported being treated by a health care professional (hcp) with IV fluids. The patient stated that they were hospitalized. The patient reported testing their blood glucose on an ER/hospital meter at 9.05am and reported obtaining a reading of ¿149mg/dl¿. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient received treatment from an hcp after the alleged product issue began.